Manufacturer narrative:
**UDI related data quality updates only**.

Event description:
Event #2: the customer reported that during a patient call, the autopulse platform sn (B)(6) displayed an unknown error message. The autopulse lifeband would not retract. The crew tried to restart the platform, but the issue persisted. No device malfunction was reported for the lifeband. The crew switched out the platform for a different platform. Patient's status information was requested but the customer did not provide a response. Please see the following related MFR report: MFR 3010617000-2023-00900 for the event #1.

Manufacturer narrative:
The reported complaint of the autopulse platform sn (B)(6) displayed an unknown error message and the autopulse lifeband would not retract was confirmed during functional testing and review of the archive data. When an error message is displayed, the lifeband will be unable to retract. Based on the archive data review, the unknown error message reported by the customer is likely to be user advisory (ua) 16 (timeout moving to take-up position) error message. The error was reproduced during the functional testing. The root cause of the reported complaints was a seized brake gap, due to corrosion/rust on the brake housing area of the drivetrain motor. Frequent daily device checks and storing the autopulse in a low humidity location could help prevent the brake gap from seizing. Also, no documented report was found showing that regular preventative maintenance (pm) was performed on the autopulse platform since it was acquired by the customer in 2019. The lack of regular maintenance could lead to degradation of the mechanical components of the drivetrain, including brake seizure. During visual inspection, unrelated to the reported complaint, cracks in the top cover and front enclosure, and a damaged battery connector were observed. The observed physical damage appeared to be the characteristics of user mishandling. The top cover, front enclosure, and battery connector were replaced to address the issues. A review of the archive data showed (ua) 16; thus, confirming the reported complaint. Unrelated to the reported complaint, (ua) 07 (load imbalance between left and right sides of the load plate) and (ua) 23 (compression will exceed 3 revolutions) were observed in the archive. The platform failed initial functional testing due to the (ua) 16 displayed upon powering up the platform; thus, confirming the reported complaint. It was noticed that there was no brake activation (open/clicking sound) when the platform powered on. When there is no brake activation, the platform will not be able to retract the lifeband and will display a prompt of (ua) 16 error. The motor's brake assembly was seized due to the corrosion at the drive train motor's brake housing area, which prevented the motor from rotating (initiating compression). Isopropyl alcohol (ipa) was used to clean and remove corrosion at the brake housing area. After the corrosion was removed, the brake gap inspection was performed and found the brake gap was open to 0.011" (out of specification), unrelated to the reported complaint. The drivetrain was replaced due to the brake gap being too wide. The platform was tested with the instrumented manikin and lrtf (large resuscitation test fixture) for approximately 15 minutes each with no issue. The (ua) 07 and (ua) 23 seen in the archive could not be reproduced during testing. The load cell characterization check was performed, and both load cells functioned within the specification. User advisory is normally a clearable advisory message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the autopulse maintenance guide and autopulse user advisory list, user advisory 07 occurs when the load sensing system has detected a weight/load imbalance between the two load cells. The device does not need to be performing compressions for this to occur; it may happen at any time when the device is powered on. User advisory 07 is an indication that the patient/manikin is out of position or the patient/manikin is not properly centered. The recommended actions to take for this type of user advisory are: ensure the patient/manikin is properly aligned (armpits on the yellow line), deploy the shoulder restraint to reduce patient/manikin movement, press restart to clear the ua. Per autopulse user advisory list guide, user advisory 23 error message is an indication that the driveshaft will need to travel out of the specified range to get to the calculated compression depth. Typically, this error is an indication of an internal component error or a malfunction. The ua23 error message may be cleared when the user presses restart. Following service, the platform passed the load cell characterization check. The autopulse platform passed the run-in test without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for autopulse platform with serial number (B)(6).